Event description:
During a coronary drug eluting stenting treatment procedure stent damage occurred. The physician predilated the right coronary artery (rca) with a sprinter. A taxus express2 3.5x28mm drug eluting stent was implanted in the mid to proximal rca. The physician attempted to place a second taxus express2 2.5x12mm drug eluting stent that passed through the first stent but was unable to cross the lesion. The 2.5x12mm stent was pulled back and upon removal the proximal edges were found to be severely bent. The physician completed the procedure with another taxus express2 stent of the same size. There were no patient complications reported.